Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and vertigo. Once at the hospital the patient had a computed tomography scan as well as magnetic resonance imaging. The patient was treated with medication. The patient reports after being in the hospital for 1 hour their blood glucose level was 130 mg/dl.